Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Lesion details are unknown. The 4.0x15mm maverick2 balloon was being used for post dilation of a promus stent. The maverick2 balloon was inflated one time to 10 atms at which point the balloon ruptured. The balloon was retrieved intact. The physician completed the procedure using another device. There were no patient complications and the patient condition was "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)